Event description:
It was reported that the pt did not experience a stimulation sensation even after the amplitude was turned up. The pt stopped feeling stimulation on (B)(6) 2011, two days after his implantable neurostimulator (ins) was replaced. Impedance readings of over 4,000 ohms were reported on some of the bipolar pairs. The pt was reprogrammed to 0 and 1, and reported feeling stimulation. The pt was eventually reprogrammed to use c and 2 and the results were good. The pt was happy.

Manufacturer narrative:
(B)(4).